Event description:
It was reported that the catheter was received broken (in receiving) at the clear adaptor where the instructions for use wrap around the tubing. There were no patient complications.

Manufacturer narrative:
One occlusion catheter was received inside a broken shipping tube. The outer box was also received and examined prior to decontamination, and was found to be crushed. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The catheter was received in a broken shipping tube. The gray tube was broken at the bond site, between the clear adaptor and the gray tube. The shrink seals was still attached, one at the clear adaptor cap and the other around the IFU. When the catheter was removed from the tube, it was found to be in good condition. The catheter tube was removed from the outer box and placed next to the outer box, it was found that when the catheter tube is placed to one end of the outer box the break area lined-up with the damage on the outer box. It appears the catheter tube break is due to the outer box being crushed during shipping. The complaint was confirmed and appears to be related to shipping of the product. An investigation is underway to determine what actions are needed to prevent complaints of this type. A review of the manufacturing records indicated that the product met specifications upon release.